Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, there was moisture observed behind the display. The pump case was found to be cracked near top right corner of display. There was no damage was found to the battery compartment or returned battery cap. The battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. A leak test revealed leak at the crack in the case. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and there was evidence of moisture damage found on the printed circuit board.